Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had an out of box failure. Prior to releasing to the customer, found that the safety disk could not pass the membrane leak test. Tried lubricating seals and running it out but it still failed the test every time. Installed a new safety disk and tested good. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional contact info: e1 (B)(6). A getinge field service engineer (fse) during the installation of a new cardiosave iabp and prior to releasing the unit to the customer. Fse found that the safety disk could not pass the membrane leak test. Fse checked all seals and tried lubricating seals and running them out, but it still failed the test every time. Fse was tested multiple times, but it continued to fail. Fse installed a new safety disk and tested good. It passed all tests. Fse completed a full system test under installation, all tests passed to factory specifications. Released to the customer and released for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: part was received with a reported failure of the membrane leak test. Performed a visual inspection found the part to be in good condition. The fat installed the safety disk in cardiosave test and tested the part to factory specifications per the cardiosave service manual. The part passed all tests. No failure confirmed. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a